Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3400-30, serial/lot # (B)(4) and (B)(4), description: infinion splitter 2x8 kit (30 cm) model # sc-2316-50, serial/lot # (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that after the initial permanent implant procedure, the patient was hospitalized due to cephalea. The physician evaluated the patient for possible puncture of the dura, but there was no dura puncture. The patient was administered medication and the event has not resolved. The physician assessed that the incident was procedure related and not device related. There will be no additional information provided to bsn.

Event description:
A report was received that after the initial permanent implant procedure, the patient was hospitalized due to cephala. The physician evaluated the patient for possible puncture of the dura, but there was no dura puncture. The patient was administered medication and the event has not resolved. The physician assessed that the incident was procedure related and not device related. There will be no additional information provided to bsn.

Manufacturer narrative:
Additional information was received that the patient¿s symptoms included a dull headache over the frontal-occipital areas, which radiated to the neck and shoulders, nausea, vomiting, vertigo, dizziness, tinnitus and photophobia. These symptoms improved with conservative treatment which included bed rest, hydration, and oral analgesics including paracetamol, ibuprofen, and tramadol, hydration and elastic compression garment. The patient¿s headache improved greatly following the permanent implant procedure and the patient was discharged home.